Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse (field service engineer) phone called the customer and ordered for delivery on 21-dec-2016 a new sample loop. Explained to customer how to do, advised if needed to call tech support and they will have someone phone assist. On 21-dec-2016 the fse worked with the customer on the phone and walked the customer through replacing sample loop. Customer recalibrated and ran qc (quality control). All levels went back down to mean of qc range. The most probable cause of the reported event was a partially clogged sample loop.

Event description:
On (B)(6) 2016 the customer reported control running high with their hlc-723g8 analyzer. Customer reported high sa1c rt (retention time), recalibrated and put on a new control but the control recovery did not come down. The customer is unable to run hba1c patient samples. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.